Event description:
Medwatch report received from reporter. As reported when catheter was withdrawn using gentle traction tip apparently sheared off.

Manufacturer narrative:
The returned components associated with the received medwatch report shows the infusion tubing was broken approx 1/2 inch from the proximal end and missing the portal tip. The broken off infusion tube end appeared to have been punctured most likely from the remover tool and had thread marks on the inside of the infusion tubing at the puncture area. There was no evidence of a portal/infusion tube bond failure of the returned infusion tubing. The components as returned and the info provided would indicate that the caregiver inserted the remover tool inside the infusion tube, punctured and threaded into the infusion tube and not the portal. The tubing was punctured and on attempting to remove the tubing pulled on the infusion tubing, breaking the infusion tubing and leaving the portal end in the sternum. The remover instructions for use clearly indicate not to pull on the infusion tubing. The initial reporter of the medwatch report was contacted by telephone and email expressing pmc non concurrence with the surgeons advice to leave the retained tip in place along with a recommendation the portal (retained tip) be removed.